Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a white screen, which the nurse discovered during inpatient use. The patient was moved to another bsm to continue monitoring, and there were no reports of patient harm or injury. The bme would like to send the unit in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2024 emailed the bme for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a white screen, which the nurse discovered during inpatient use. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) had a white screen, which the nurse discovered during inpatient use. The patient was moved to another bsm to continue monitoring, and there were no reports of patient harm or injury. Investigation summary: nihon kohden (nk) received the complaint device. The unit was evaluated, and the complaint was duplicated. The unit was also found scratched on the front enclosure. The parts for the lcd, touch screen, front enclosure, and operational panel would need to be replaced to repair the unit. The cause of the issue was hardware component failure of the display screen, most likely due to physical damage from user mishandling. This may include application of excessive force from dropping the device or colliding with hard surfaces. If the unit is on a cart, the user should ensure cables are organized, and the device is securely attached. A review of the customer's complaint history does not show any trend for this issue and device. Nk will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/14/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 08/19/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 08/26/2024 emailed the bme for all information in the ni list above: no reply was received. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a white screen, which the nurse discovered during inpatient use. No patient harm was reported.